Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the left ventricular lead was dislodged. It had moved to the tip of the coronary sinus, had high capture threshold, and was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.